Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in an unspecified coronary artery that was heavily calcified, moderately tortuous and 100% stenosed. The 1.20x60 mm trek rx balloon ruptured in the patient during the third inflation at 14 atmospheres. The procedure was successfully completed with a non-abbott balloon dilatation catheter. It was stated there was resistance during advancement to the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.